Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart. The string partially ripped off and the whole tampon fell apart inside of her.